Event description:
It was reported that a patient had a communication problem. It was noted that the patient wanted instruction on how to get connected to recharge. The patient stated that she was seeing a ¿poor communication¿ screen on the implantable neurostimulator recharger (insr). It was reported that the patient has not felt stimulation since yesterday. It was stated that use of the antenna locate feature resulted in a por (power on reset) being displayed on the insr which then led to the normal charging screen.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).